Event description:
A surgeon was using a midas rex drill. The surgical technician was turning up the nitrogen, and the surgeon noticed smoke coming from the midas rex drill. The oil reservoir was broken on the midas rex drill. Another midas rex drill was substituted and the surgical procedure completed.